Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had a brightness problem. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. Updated fields: h3, h6, h11 the device was returned to olympus for inspection, which confirmed the reported failure. Additional reportable malfunctions identified during evaluation include a broken light guide bundle in the video cable section, damaged fiber bonding in the outer tube area (distal end), and a broken r-unit (charge-coupled device), which caused a green image. The root cause could not be determined. The investigation confirmed a broken light guide bundle in the video cable section, resulting in lost or insufficient light transmission (brightness issue). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.